Event description:
It was reported that the devices have been losing pneumo. They are using steri-strips to remedy the issue during the procedures. They are beginning to use a competitor reusable device. No reported adverse consequence to patients. Devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.